Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus due to entering the incorrect blood glucose (bg) value. The customer's bg level subsequently decreased to range from 33-259 mg/dl. Customer administered a glucagon shot and consumed cake icing to address bg. Additionally, emergency medical services (ems) administered intravenous glucose saline to treat the low bg. Customer acknowledged the bolus was delivered due to error and pump was performing as intended.